Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for clip introducer tear. It was reported that clip delivery system (cds 80202u118) was prepared for use; however, during insertion into the clip introducer (ci), the grippers became caught on the soft part of the clip introducer. Attempts were made to free the grippers; however, the clip could not be freed. A tear was noted in the ci. The device was not used and there was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to insert due to clip becoming caught on the clip introducer (ci) and torn material (ci) was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficult to insert due to clip becoming caught on the ci resulting in torn material (ci) appears to be related to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.